Manufacturer narrative:
(B)(4).

Event description:
Received info reporting during implant after the physician positioned the lead, he performed impedance testing and all impedances were > 10,000 ohms with two types of screening cables. The physician replaced the lead and the implant was completed. No pt injury was reported and he is doing ok.